Event description:
The customer reported that the system would not turn on (boot up). There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The circuit breaker was reset. The system was then found to be operating as intended.